Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear fixation. Upn: m365sc43160. Model: sc-4316. Batch: 26656885.

Event description:
It was reported that patients device was causing discomfort. The patient underwent a battery and click anchor replacement procedure and was doing well post operatively. The explanted device was retained and will not be return.